Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on january 24, 2016 due to high blood glucose. Customer's blood glucose was over 600 mg/dl. It was reported that customer had slurred speech and was out of it. Customer was taken to the hospital, was treated and released. Troubleshooting was performed and customer was advised that tubing clamp would be sent out in order to complete high pressure test. Customer called back after receiving tubing clamp. Insulin pump failed high pressure the first time and passed high pressure test the second time. Customer was advised to change infusion set, reservoir and insulin.